Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer (child) obtained a sensor scan of 45 mg/dl in comparison to a capillary result of 300 mg/dl from a competitor brand meter. A school teacher provided the customer with juice based on the sensor reading and subsequently felt lethargic and mood swings. The customer was taken to the hospital where a blood glucose result of 375 mg/dl was obtained and customer was treated with unspecified injection for diagnosis of hyperglycemia. The customer was hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.